Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were in intensive care unit with diabetes ketoacidosis. Customer's blood glucose value was 167mg/dl. Customer stated that they would contact the doctor and had already provided the hospitalization details. Insulin pump will not be returned for analysis.